Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.